Event description:
Boston scientific hydrothermal ablation machine model #56000 failed to heat and the outflow tube of ablation procedure set collapsed when ablation probe was inserted in patient and probe was run through test prior to start of ablation. Both a second and third ablation procedure set was tried yielding the same results. The procedure was aborted. No harm to patient.======================manufacturer response for hydrothermal ablation machine, genesys hta system (per site reporter).======================do not have response from manufacturer. When boston scientific sales rep arrived after the event to assess the machine and procedure sets, she ran a trial of the procedure with the original hydrothermal procedure set that was used that had failed. She assessed the problem as a clog. She tapped the ablation wand several times during the machine test and a large clot was dislodged. The machine then successfully carried out it's test function after this.